Manufacturer narrative:
Due to character limit e1. Full event site event site telephone- (B)(6). Corrected fields- b5, b6, b7, d10, h6 codes(health impact). Updated fields- b4, d8, d9, e1(telephone phone), g1(contact person-mfg site), g3, g6, h1, h2, h3, h6 codes(problem, investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The device prompted that the battery needed maintenance when it was turned on, and the charging was abnormal. The battery was judged to be faulty and a quotation was made. The customer decided not to repair it for the time being and wait for subsequent evaluation. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported that during the self-check process before use, the cs100 intra-aortic balloon pump (iabp) battery needs maintenance. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). Due to character restrictions in block e1 site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the self-check process before use, the cs100 intra-aortic balloon pump (iabp) battery needs maintenance. There was no injury reported.